Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was unable to verify for battery out of limit alarm due to no up and down button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, missing end cap sticker and broken battery cap.

Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 245 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.